Manufacturer narrative:
Ge healthcareâ s investigation is complete. An fe with 20 years experience was performing service on a lateral movement issue reported by the customer. He observed the lateral timing belt was not positioned correctly between the motor pulley and spline, and that the spline was located 20cm below its intended position. He was wearing hand ppe and tried repositioning the spline by pulling by hand and was unsuccessful. After applying grease, he was able to successfully pull the spline into position however during the upward motion his hand slipped and resulted in his right forearm contacting the linear encoder. This resulted in a laceration that required medical intervention with three sutures. Root cause: the root cause is identified as the fes hand slipping during servicing.

Manufacturer narrative:
D4 - no UDI available as device was manufactured prior to UDI compliance date legal manufacturer: hcs haifa fi - 4 hayozma st. Israel tirat hacarmel hefa, 30200. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that, while servicing the device, a field engineer's hand struck the equipment, causing a laceration that was treated with stitches.